Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a transurethral lithotripsy procedure, upon retrieval of the patient's stone, the ncircle tipless stone extractor basket would not open or close. Another device from the same lot was used to completed the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of functional testing, documentation, drawings, manufacturing instructions, specifications, and visual inspection of the actual device was conducted during the investigation. As reported, ¿transurethral stone removal was performed against urinary tract stone. After the stone was crushed by laser, the basket was attempted to use to collect the stone. However, the basket would not open/close by manipulating the handle. Another device of te same rpn was used instead to complete the procedure.¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The returned device was found to have its sheath separated near the handle. The separated sheath prevented any movement of the handle from being transferred to the sheath, preventing the basket from opening. Adhesive was visible on the basket sheath, indicating proper gluing of the sheath into the support tube during manufacturing. It is likely the sheath experienced a tensile force during use that was sufficient to pull the sheath out of the support tube. The complaint was confirmed based on the returned device. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. The likely root cause of this event is product use or handling related : product received excessive pressure. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.